Event description:
Information was received indicating that a smiths cadd-legacy® 1 pump displayed a continuous alarm with a message that it's not running. There was no reported injury to the patient.